Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the unit had an error code 1124 in the event log. There was no patient involvement.